Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm, no weak battery alarm and low reservoir alarm function properly during test. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, with cracked lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.